Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was not reported. The customer was wearing her insulin pump when she went through an x-ray machine. She was unable to complete the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The pump had a constant motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarm. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.